Event description:
The event is reported as: complaint description: when the doctor conducted an appendectomy, the spring lamination was broken during clamping ligating clips. Prior to use on the patient, the doctor found rust on the applier. There was no harm to the patient. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.